Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. The cause of low bg was unknown. The customer became unconscious because of the low bg level, and received third party assistance from their spouse, who woke the customer and provided carbohydrates to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.